Event description:
Pt. Had cataract surgery (phaco w/iol od). Reportedly, the aspirating function (on the storz premeiere phaco machine) was less than expected, so the power was progressively increased, with unexpected sudden jumps in aspirating power. Pt. Was hospitalized 1/31/98, and underwent subsequent eye surgery. Culture of vitreous grew coagulase negative staphylococcus. Dx: endophthalmitis.